Event description:
Revision surgery - due to the patient's knee becoming infected, an irrigation and debridement procedure was required. The surgeon exchanged the poly as a precaution; the procedure was non-component related.